Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the amsco 7053l single-chamber washer/disinfector and found that one of the unit's electrical contactors was damaged. The purpose of the contactor is to provide power to the unit's heating elements. The contactor is activated several times throughout the duration of the cycle. As the contactor was observed to be stuck in the closed position, the drying components in the unit likely began to overheat subsequently causing the reported event. The technician replaced the contactor and the over-temperature switch, ran a test cycle, confirmed the unit to be operating according to specifications, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that their amsco 7053l single-chamber washer-disinfector emitted smoke during a cycle. The power to the unit was shut off. No report of injury; however, the facility reported that procedures had to be postponed due to the spread of smoke within the surgical department.